Event description:
It was reported that, "pt presented and xrays revealed a 20 degree varus deformity. Pt stated that she was non weight bearing.

Manufacturer narrative:
Additional info has been requested, and if received will be submitted on a supplemental report.